Manufacturer narrative:
The customer reported the paddles could not detect ECG signal during the user acceptance test. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported, the paddles could not detect ECG signal during the user acceptance test.